Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer had no delivery alarm and changed set. He found the cannula to be bent. Customer did not follow 2 high blood glucose rule. Programming checked, insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Pump is operating as designed and does not need to be replaced.